Event description:
The system error 2240 was found in the log review of the homechoice (hc) device. The occurrence date was (B)(6) 2010 during the initial drain cycle.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). A system error (B)(4) was found in the review of the event logs of homechoice (hc). The assignable cause for the (B)(4) was undetermined. The lot number is unknown, therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).